Event description:
It was reported, the catheter was inserted into the patient on (B)(6), 2012, the catheter was found in the patient's bed. As a result, a peripheral access catheter was inserted. They do not know if there was a delay in treatment and no patient death was reported. It was noted the insertion site is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Sample will not be returned.